Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced. The system then passed testing. Codes b01, c08 and d02 are applicable. H3: analysis was performed for product: 9735821, lot number: p901694. It was reported that the returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .947mm with a passing threshold of .250mm. Codes b01, c08 and d02 are also applicable in this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, h6: multiple fdd/annex a codes were reported. A12 was coded for monitor displayed "localizer not connected". A05 was coded for "localizer faulted"/amber light was confirmed on the camera. A1102 was coded for "localizer faulted" after a few seconds. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during the boot-up of a navigation system, the monitor displayed "localizer not connected," which then changed to "localizer faulted" after a few seconds. An amber light was confirmed on the camera, and the ndi toolbox indicated several issues: the clock was inaccurate, a bumped status was shown with a yellow box, and the internal temperature was also displayed with a yellow box. It was determined that the camera needed replacement. Troubleshooting steps included confirming the amber light and checking the ndi toolbox for errors. There was no patient involved.